Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a right transfemoral valve in valve (vinv) tavr procedure for a 29mm sapien 3 valve in a carpentier edwards perimount surgical valve, the tip of the esheath got caught at the aortic bifurcation and started to buckled in the external iliac while trying to advance. They removed the esheath to predilate more with an 18f cook dilator. There was a significant acute central pressure drop with the cook dilator insertion. They exchanged for an esheath which fully advanced, and took a picture with no evidence of active bleeding. The patient remained stable during the procedure, so they continued with the vinv placement with great success. Runoff angio before esheath removal showed extravasation in the common iliac artery with the esheath in place. The esheath was pulled back and exchanged for a dryseal sheath, and the vessel was repaired with viabahn stents to the external iliac and post dilated with a mustang balloon. A runoff angiogram looked great at the end of case. The patient remained stable and recovered well. The access vessel minimal luminal diameter measured 5.1 mm with no tortuosity, but narrow and calcified.

Manufacturer narrative:
Correction to h6 based on additional information. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The instructions for use (IFU) contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 16fr sheath is 6.0mm. Per report, the minimal luminal diameter (mld) of the access side was in the 5.1 mm range, narrow and calcified with no tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the difficulty inserting the 16fr esheath into the right side access vessel resulting in the right external iliac artery injury requiring stents. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.